Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. The tandem pump user guide instructs the user to remove any residual air from the cartridge. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer did not perform the air removal step and loaded the cartridge with cold insulin. Customer reloaded the cartridge to resolve the issue. There was no adverse impact to customer¿s blood glucose level.